Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had low blood glucose level. The customer's blood glucose was 45 mg/dl at the time of incident which got up to the 54 mg/dl and current blood glucose is 158 mg/dl. The customer treated their low blood glucose with food. Based on customer report customer does not allege pump was over delivering. The customer was neither hospitalized nor admitted in the emergency medical room for low blood glucose. The insulin pump will not be returned for analysis.